Event description:
The event is reported as: the product is broken. The alleged issue was detected during incoming inspection by the distributor ((B)(4)). Reported number of devices with the defect = 6.

Manufacturer narrative:
From the picture it was observed a "broken product." No other defects were observed. A dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR the product laryngectomy tube, lar-a-ject, 7.0, lot number 01k1300592 was manufactured on (B)(4) 2013. The DHR investigation did not show issues related to complaint. From the picture it was observed a "broken product," the complaint can not be confirmed and a conclusive root cause can not be determined since the sample was not available. Teleflex will continue to monitor and trend relating complaints.